Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
\Information was received by an advance evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. Patient could not provide all of her symptom data from (B)(6) 2018, because they were pretty dopey from pain medication and they had a catheter put in at the hospital. Patient bedridden after surgery. Patient said if they bump the ens, it hurt them. Patient was not able to gather symptom information past (B)(6) 2018, but patient mentioned their bowel symptoms have worsened. Patient mentioned loose stool and diarrhea and asked if it was caused by the device. They advised patient to please contact your doctor with questions regarding medical advice or if they had questions about your health. Patient had daily diarrhea and spoke to a nurse whom suggested that they use a stool softener which patient stated did help. Patient was very tired and not feeling well at all. Patient had been having very watery bowel movements. The urgency was high with only small amounts of fecal matter with liquid. Various times in a hour. They contacted a nurse and they stated that they sounded constipated. They were provided with stool softeners. They had not been a normal bm yet. Patient had an ecoli infection and currently on antibiotics for the infection. Their urine had a strong odor and then they knew that they were getting the ecoli infection again. The ecoli infection started months ago, patient stated it continuously flares up and comes back. Patient had diarrhea, ecoli and oozing. They spoke with physician and they said it was ok. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.